Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went into the water with the insulin pump on. It was reported that the device has a blank display. The customer's blood glucose was reported to be 163.8 mg/dl. Customer was advised to discontinue use of the pump and that it would need to be returned and replaced.